Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The motor passed the motor test. No motor error alarm was noted. No bad battery alarm, failed battery alarm, unexpected off no power alarm or unexpected low battery alarm noted. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 97 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field; drive support cap appeared normal and customer was able to complete rewind process. Caller also reported that insulin received an off no power alarm and a bad battery alarm. Caller declined troubleshooting for both. Caller was advised that insulin pump would need to be replaced.